Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the grip cable was derailed at the clamping pulley. The grip cable was off track from the slot causing grip issues. Failure analysis investigation also found the distal end of the main tube had various scratch marks and abrasions with light material removal. The abrasions varied in length and not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was noted the jaws were not closing on the cadiere forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.